Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a sensor glucose and blood glucose discrepancy and also a crack at the battery tube side. The customer reported a blood glucose value of 31 mg/dl. The customer reported hypoglycemia was treated with emergency medical services/ambulance/emergency room visit, IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-342, mmt-1884, mmt-7040a, mmt-441ak. Troubleshooting was performed for sensor glucose and blood glucose, and the customer did not take medication such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide). The sensor glucose value from the reported event was 64 mg/dl, and the blood glucose value from the reported event was 31 mg/dl, and the difference was not within the target range and more than 30%. Troubleshooting was performed for low blood glucose, and the customer was using the insulin pump within 48 hours of the reported low blood glucose event, and the auto mode feature was active. Troubleshooting was performed for damage, and the customer stated that the functionality was affected. No further patient complications were reported. No product return is required for mmt-342. Mmt-1884 was requested, and the customer response was the device will be returned. Product return requested for mmt-7040a. Customer declined to return, or is unable to return. No product return is required for mmt-441ak.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.